Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and ran fio2 (fraction of inspired oxygen) calibration. Fio2 monitoring was stable and the unit was put back into use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device is showing high fraction of inspired oxygen on the avea ii ventilator. The customer reported there was no patient involvement associated with the reported event.